Manufacturer narrative:
Follow-up #1: date of submission 12/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. No damage or tactile issue was observed with the keypad buttons. The bolus button cover was found damaged and the bolus button responded intermittently. The reported bolus button tactile issue was duplicated in the investigation.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).